Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, and was deemed to have been due to a faulty circuit board ("cp" board), but the cause of this fault could not be further determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera ii video system center image is turning green after pressing any button on the keyboard. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of image turning green was confirmed due to faulty cp board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.